Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100741126. Model/catalog description: balloon . Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100739237. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon inspection, distal migration of the cuff to a narrower section of urethra was identified, rendering it ineffective. The cuff was too large in diameter to sufficiently coaptate the urethra. As a result, the cuff was explanted and replaced. No further patient complications were reported.